Event description:
The account alleges that the device will not achieve trendelenburg or reverse trendelenburg.

Manufacturer narrative:
The tech replaced the release rod at the foot end and the short release rod at the turnbuckle, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.